Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, 18 cm x 12 mm cylinders and pump system were tried but not implanted due to an error in measurement. The surgery was completed with a new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump and reservoir were implanted and the event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The cylinders performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, 18 cm x 12 mm cylinders and pump system were tried but not implanted due to an error in measurement. The surgery was completed with a new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump and reservoir were implanted and the event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the event was due to anatomical measurement and not a device malfunction. The surgeon decided that the 18 cm x 9.5 mm cylinders were a better fit for the patient.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, 18 cm x 12 mm cylinders and pump system were tried but not implanted due to an error in measurement. The surgery was completed with a new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump and reservoir were implanted and the event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the event was due to anatomical measurement and not a device malfunction. The surgeon decided that the 18 cm x 9.5 mm cylinders were a better fit for the patient.